Event description:
The customer reported that the unit was unexpectedly shutting down.

Manufacturer narrative:
The customer reported that the unit was unexpectedly shutting down. A philips field support engineer evaluated the unit at the customer site and found that the battery pca malfunctioned. Replacing the battery pca resolved the issue.